Event description:
The customer reported the patient went into cardiac arrest and when the unit was removed from the wall/power the unit failed to charge. Another unit was brought in and the patient survived the incident. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported the patient went into cardiac arrest and when the unit was removed from the wall/power the unit failed to charge. Another unit was brought in and the patient survived the incident. There was no reported adverse patient impact. The customer evaluated the battery and determined it was faulty. The customer replaced the battery to resolve the issue. We will consider this a malfunction of the battery where the unit failed to charge the paddles when the device was removed from ac power.